Manufacturer narrative:
Result: damage cables due to incorrect routing and missing cable ties.

Event description:
It was reported by service report that the footboard displayed a communication error, and the wiring harness was hanging down underneath the bed. No patient involvement or adverse consequences were reported.